Manufacturer narrative:
20-dec-2018 product investigation results: product return was received and identified as a counterfeit product, it was not manufactured under p&g control.

Event description:
Consumer called stating the round bristle head broke off the brush head when brushing his/her teeth. No injury was reported.

Manufacturer narrative:
Product return was not received. A valid production code has not been provided by the reporter, therefore no further product investigation possible. Product return was requested. Full evaluation will occur upon receipt of returned product.

Event description:
Consumer called stating the round bristle head broke off the brush head when brushing his/her teeth. No injury was reported.